Event description:
Complainant alleged that the device displayed a "defib disabled", "defib fault 76" and "defib fault 95" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.